Event description:
It was reported that the patient underwent a full revision in october due to high impedance that was first seen in august. The patient's generator battery was also low. During the revision procedure, the physician noted that the patient's lead appeared to have a tear in the silicone tubing. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Analysis on the suspect device was completed. No other relevant information has been received to date.

Event description:
The suspect device was later received into product analysis. Analysis on the device is underway. No other relevant information has been received to date.

Event description:
Internal data from the generator was reviewed after the device underwent product analysis. Upon review, it was seen that the first instance of high impedance recorded was 8565 ohms seen on 7/6/2024. No other relevant information has been received to ate.